Manufacturer narrative:
No products were returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of infection.